Manufacturer narrative:
This follow up report is being submitted to relay corrected and additional information. The following sections are being reported: b5. It was reported that the implant hex had damage to the hex and or threads. There was no report of patient injury or delay in procedure. D4: 30 sep 2022. D8: correction: no. E2: correction: no. E3: sales representative. G4: 28 mar 2019. G7: follow-up. H1: malfunction. H2: correction, additional information. H4: 11 sep 2017. H6: method, results, conclusion codes. H8: correction: initial use of the device. H10: manufacturer narrative, corrected data. The reported device was not received for evaluation. As the product was not received, the reported condition of damage to the implant hex and or threads was not confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported device lot for similar events and one complaint was identified. Investigation of the similar event determined improper loading of the implant, and deviation from the surgical protocol during placement as root cause. A definitive root cause of the reported event could not be determined due to the device not being returned. Probable root cause has been determined to be customer error and potential patient factors/parafunctional habits. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant hex had damage to the hex and or threads. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. (B)(4). Device will not be returned.

Event description:
It was reported that the implant's hex and/or threads are damaged.